Event description:
It was reported that prior to a radiofrequency ablation procedure, the device was allegedly broken. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a radiofrequency ablation procedure; the device was allegedly broken. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one venclose vcrf 60 cm catheters was received for evaluation the device appeared to be clean. A completed circumferential break was observed to the proximal end of the catheter and a kink was observed to the distal end of the catheter. The kink likely occurred due to the manner in which the device was packaged for return. Therefore, the kink is considered as incidental. During visual evaluation, upon opening the handle, all wires were noted to be intact and in place. The proximal battery is partially seated, and the distal battery is fully seated in battery holder. Dry residues observed in proximal battery pad and proximal battery noted in the sample evaluation will be considered incidental because it does not interfere with the functioning of the catheter. During functional testing, the catheter was plugged into the generator, as received with original batteries, and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator and catheter was recognized with new batteries. During the functional evaluation, 3x long and 3x short tests completed successfully and no errors were presented. Therefore, the investigation is determined to be confirmed for the reported break. The definitive root cause for the reported break cannot be determined based on the provided information. It is unknown if procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), medical device lot number), g3, h4, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.